Event description:
It was reported that, after a shoulder arthroscopy the patient could not tolerate the pain and develop scar tissue. Therefore, the patient needed manipulation and could not tolerate the therapy afterward. Then, the patient went to another orthopedic surgeon who took an x ray which showed that the multifix inserter wire was in the patient's bone. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. Clinical evaluation was completed and concluded that based on the limited information provided the root cause for the reported issue could not be determined. The pain and the scar tissue are likely the results of the retained wirer, as foreign bodies often trigger an inflammatory response. The material of the ribbon suture loader is 302/304 stainless steel which is an austenitic stainless steel alloy intended for surgical applications and is biologically compatible; however, this device is not approved for implantation. Since the retained ribbon suture loader was left in the bone, migration is unlikely. No information has been provided on if a revision will occur to remove the retained fragment. No further clinical/medical assessment is warranted at this time. No product identification information was provided, thus a manufacturing record review could not be conducted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1)potential complications accompanying such implant surgery. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution